Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a supply change was performed to address the occlusion. Additionally, it was reported that air bubbles were observed within the cartridge tubing. The customer declined to perform a cartridge change to address the air bubbles. Customer's blood glucose level was 298 mg/dl.